Event description:
Healthcare professional, through a regulatory agency, reported "rupture", "silicone perspiration", "deflation" and "capsular contracture baker grade I". This record is for the left side. The device has been explanted. It is unknown if the device will be returned.

Manufacturer narrative:
Continued e1 phone number : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.